Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked j2/lcd keypad connector. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the up button on the insulin pump was unresponsive. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the button got affected due to multiple attempts. The insulin pump will be returned for analysis.